Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and not getting pain relief was noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around april 2025.